Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was at a meeting and his insulin pump alarmed no delivery. Customer stated that he resumed the pump and got a second no delivery alarm. Customer's blood glucose was 128 mg/dl at the time of the incident. Customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin did exit. Customer stated that the cannula is not bent. It was explained that the site may have been occluded. Customer was advised to do a complete infusion set change and return the set for analysis.